Event description:
It was reported that a critical alarm was heard however telemetry had not yet been performed. The patient¿s pump was reportedly supposed to be turned off but it was alarming. The patient had wanted his pump turned off because his insurance was not covering the therapy. The pump was turned off on (B)(6) 2014. It was also reported that the patient didn¿t think there was any medication in the pump as of the report date and said it was empty. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10955r02, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was stated the patient had been alarming since 2014. Additionally, the patient was told the pump was turned off. It was noted that the patient's prior managing hcp did not take the patient's insurance anymore and the alarm was going off every 48 seconds. It was also noted that the pump had no medicine and had not had medicine for a long time.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, lot# j10955r02, implanted: (B)(6) 2001, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient had not had any morphine in their pump for a couple of years and the doctor was supposed to have turned the pump off. It was stated the pump beeps. It was stated the patient was told that manufacturer's technician could come to the patient's primary care physician's (pcp) office to turn the pump off, but the patient's pcp would not agree to it. It was stated the patient's original pain management doctor did not take the patient's insurance.